Event description:
The customer reported that the system would fail during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the harddrive and updated the software. The system was tested and found to be working as intended and put back in service.